Manufacturer narrative:
The log files was provided by the customer. It was shown in the logs that alarm 241 (temperature blower high) occurred 5 times between 5-17 december 2020, and alarm 240 (temperature blower too high) occurred on 17-12-2020. Advised the customer to cross check the unit with good known blower and confirm the result. Received email from customer that they have swapped a new blower assembly on the unit and found the problem to persists. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista ventilator was getting an alarm 316 (blower failure). The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: a vyaire technical support reviewed the log file and screen shot of service screen. The blower overheating was due to a lack of maintenance. The filter exchange combined with not reacting on blower temperature alarms had caused damaged on the blower unit. This incident was evaluated and was found out as a result of lack of maintenance making it a user error. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.